Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The 70-80% stenosed, 3.0mm in diameter, lesion being treated was located in the mildly tortuous, moderately calcified mid-distal right coronary artery (rca). The lesion was predilated with a with a 3.0x8mm nc quantum apex balloon, inflated to 6 atm. A dissection occurred when the vessel was predilated. The physician then attempted to place a 3.0x8mm and a 3.0x16mm promus element plus stent, but was unable to cross the dissection. The patient became unresponsive and received bag/mask ventilations. A cardiovascular surgeon was in the room and ready to take the patient to the operating room, when the physician attempted to cross the lesion using a non-bsc stent. The 3.0x12mm non-bsc stent was deployed in the more distal end of the lesion and a 3.0x16mm was deployed in the distal to mid area. The stents were successfully deployed and the patient was not taken to the operating room for surgery. No further patient complications were reported and the patient's status is ok.